Event description:
It was reported the device failed the volume test during testing. Devices value is too high 21.26ml. No patient involvement.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Accuracy tests were performed as part of the functional test and the reported issue was duplicated. While running the three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. As a result, the expulsor was trimmed. A service history review identified no indication that the complaint was related to a service of the device within the review period.